Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics locking mechanism fell off and pin fell out onto drape. Tka case.

Event description:
Mics locking mechanism fell off and pin fell out onto drape. Tka case.

Manufacturer narrative:
Reported event: it was reported that the locking mechanism of the handpiece failed. Product evaluation and results: visual inspection: visual inspection revealed that the handle pivot latch dislocated from the handpiece. Dimensional inspection: dimensional inspection was not completed as visual and functional inspection clearly shows the failure of the device. Material analysis: material analysis was not completed as visual and functional inspection clearly shows the failure of the device. Functional inspection: functional inspection revealed that the handpiece handle could not pivot because the latch to unlock that function had dislocated. Product history review: device history records indicate 25 devices were manufactured under lot k09d2 and 23 were accepted into final stock on 04/25/2017. A review of qt17-04-0065 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, prodex lot k09d2 shows 4 additional complaint(s) related to the failure in this investigation. The complaints are (B)(4). Conclusions: the alleged failure was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc1414517 and CAPA 1450904.